Manufacturer narrative:
Supplemental to update codes, code 92 no longer applies if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (B)(4) found it functionally okay and insignificant anomalies. Section references the main component of the system and other applicable components are: product ID 977a175 lot# serial# (B)(4) implanted: 2015 (B)(6) explanted: 2017 (B)(6) product type lead product ID 977a175 lot# serial# (B)(4) implanted: 2015 (B)(6) explanted: 2017 (B)(6) product type lead product ID 97791 lot# serial# unknown implanted: explanted: product type accessory product ID 97791 lot# serial# unknown implanted: explanted: product type accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a175, serial# (B)(4), implanted: (B)(6 )2015, explanted: (B)(6)2017 product type: lead. Product ID: 977a175, serial# (B)(4), implanted: (B)(6)2015, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was experiencing gastrointestinal (gi) issues (diarrhea) with and without the device on. Gi testing done and no abnormalities were found. The date of when the event occurred was not provided. Patient requested explant as they felt there was a correlation between gi issue and device. No environmental/external/patient factors that led or contributed to the issue. No diagnostics/troubleshooting was performed. Patient's status at the time of the report was alive-no injury. No further complications were reported/anticipated.